Event description:
No output/no error after recall repair.complaint not verified - leakage current out of spec - adjusted to spec.repair order (B)(4).leep precision generator lp-20-120 e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
No output/no error after recall repair. Complaint not verified - leakage current out of spec - adjusted to spec. Repair order (B)(4). From s&r: current leakage being out of spec cold trip a failure, which would stop the output of the unit, so no cutting. 1216677-2022-00094-1 leep precision generator lp-20-120 e-complaint-(B)(4).

Manufacturer narrative:
Investigation. Review DHR inspect returned samples . Analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 01/26/2017 under wo#'s (B)(4) & (B)(4) and shipped on 04/06/2017. Manufacturing record review: DHR's 211808 & 208125 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: although found to have leakage current out of specification the complaint unit's output was functionally evaluated and found to function properly. Root cause: the complaint was not confirmed for no output. The leakage current being our of specification is an adjustable pot set in the assembly process but not related to the complaint description. No additional information on this finding is available. Corrective actions. The unit's rf leakage current was adjusted to specification, tested and returned to the customer. Pertaining to the rf leakage noted a project (#691) has been initiated for confirmed leakage error and may have some relevance on out of spec leakage errors. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training is required. Was the complaint confirmed? No.